Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d9; h2; h3; h6. The reported event could not be confirmed due to lack of product. The anchor was not returned. It cannot be determined if the anchor was fractured. The tip of the driver shaft is fractured. There is a lot of damage to the tip of the driver. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During an intra-operative implantation on an unknown date, a suture anchor reportedly fractured during screwing/impaction. The procedure required placement of an additional implantable device to complete fixation, which resulted in a delay in treatment. The patient subsequently underwent increased monitoring. No environmental factors were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) g2: foreign: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the anchor fractured during impaction and screwing. Attempts have been made and additional information on the reported event is unavailable at this time.